Manufacturer narrative:
(B)(4). Date of event is unknown.

Manufacturer narrative:
Pec review of returned cta¿s from 2 years post-implant revealed that the endurant bifurcate was positioned approximately 1cm below the lowest left renal artery; just below the angulated suprarenal neck. There is currently no infrarenal neck. The suprarenal neck was angulated 55deg lateral-left relative to the aortic body. The aortic body was angulated 70deg lt-rt to the iliac limbs. The stent graft proximal od measured 36mm, and the aortic diameter measured 48mm at this same level. The maximum aaa diameter was 5cm and there was a proximal type I endoleak. The bifurcate ipsilateral limb was positioned within the right common iliac artery, and the contra limb within the left common iliac. Both limbs were patent, and no additional stent graft issues were observed. The exact cause of the proximal type I endoleak is uncertain, but appears to have been caused by a lack of proximal seal due to a possible migration. Earlier post-implant films and the anatomy at implant are unknown, and the original position of the bifurcate at implant is unknown. It is possible that disease progression with neck dilatation and angulation may have contributed.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type 1 endoleak found during follow up. Future treatment is planned. No clinical sequelae were reported.

Manufacturer narrative:
Review of returned cta¿s from 2 years post-implant revealed that the endurant bifurcate was positioned approximately 1cm below the lowest left renal artery; just below the angulated suprarenal neck. There is currently no infrarenal neck. The suprarenal neck was angulated 55deg lateral-left relative to the aortic body. The aortic body was angulated 70deg lt-rt to the iliac limbs. The stent graft proximal od measured 36mm, and the aortic diameter measured 48mm at this same level. The maximum aaa diameter was 5cm and there was a proximal type I endoleak. The bifurcate ipsilateral limb was positioned within the right common iliac artery, and the contra limb within the left common iliac. Both limbs were patent, and no additional stent graft issues were observed. The exact cause of the proximal type I endoleak is uncertain, but appears to have been caused by a lack of proximal seal due to a possible migration. Earlier post-implant films and the anatomy at implant are unknown, and the original position of the bifurcate at implant is unknown. It is possible that disease progression with neck dilatation and angulation may have contributed.